Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: tlc75 was fired lot t4141y and surgeon did not see any staples after cut. An additional tcr76 was used with same problem. Staff opened new device to redo bowel resection. Patient dob: (B)(6) male.

Event description:
It was reported that the 75mm reload fired only half the staples and final firing. A second like reload was tried and it had the same problem. Had to redo resection using a second like stapling device. The procedure was delayed by twenty-five minutes as a result. Action taken, ¿new stapler and anastomosis¿. Fragments were generated but were removed easily without additional intervention. There were no patient consequences reported. Bowel procedure.